Event description:
A malfunction on the pump was reported by the caller who noted that they had been working outside in temperatures of 100 f prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue happens again.